Manufacturer narrative:
The device location was not provided, the device will not be returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a prostatic artery embolization (pae) procedure, with a 5fr sheath. Reportedly, incomplete closure occurred with the starclose se device and a small hematoma developed. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect of hematoma, and the relationship to the product, if any, cannot be determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.